Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer had tenderness at the old spine incision and felt shocking under the skin when they sat back. It was further reported the lead was palpable. It was unknown what led to the event. As a result a lead revision was scheduled to take place on (B)(6) 2016. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.